Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The reported patient effects of aneurysm and angina, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the index procedure was to treat the circumflex (cx) and left anterior descending (lad) arteries. One absorb was implanted in the cx and one in the lad. Two weeks later another absorb was implanted in the right coronary artery (rca). Nine months later the patient came back with angina. An angiogram and optical coherence tomography were performed which showed a strong aneurysm (resp. Evagination) within the scaffold in the mid lad (curve). The scaffolds in the cx and rca were healed properly. Finally as a bail out strategy, a non-abbott covered stent was implanted with good results. No additional information was provided.